Event description:
Boston scientific received information that during a follow up visit, this system displayed high out of range pacing impedance measurements. Several measurements revealed similar out of range measurements. In addition, threshold measurements have increased since the previous visit and r wave amplitude was 20 mv however stable since the previous visit. Impedance measurements have increased gradually during the past year. Engineering reviewed the data and determined there was no noise or loss of capture. There may be calcium deposits at the electrode tip/tissue interface. A decision was made to further monitor the measurements and a decision regarding a revision will be made in the future. No adverse patient effects were reported.

Event description:
Subsequently, a replacement procedure was performed. This system was removed and replaced. An x-ray was performed, however was inconclusive.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
(B)(4). Upon receipt to the post market quality assurance laboratory, visual observation revealed the entire lead was returned for analysis. Evidence of calcified body fluid was noted over the distal tip mesh screen. Resistance and pressure testing were completed to assess the lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, however the calcification may have contributed to the reported clinical observation.